Manufacturer narrative:
Philips service replaced the battery, and the system met specifications. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a low load error occurred on boot, requiring a reboot, on an allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.